Event description:
The customer stated she was hospitalized for high blood glucose. The reported blood glucose reading at the time of the call was 348 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.